Event description:
Metal-like taste in mouth, muscle pain, moody, brain fog, allergies worsened, dizzy upon standing. (B)(4). Update on (B)(6) 2014: sensitivity to milk and milk products...make me gassy and irritable.

Event description:
(B)(4). Sensitivity to milk and milk products...make me gassy and irritable.